Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming "cassette disconnected". It was reported the end user stated his hemodynamic variables changed, paleness and low blood pressure.

Manufacturer narrative:
Source: (B)(6).

Manufacturer narrative:
Device evaluation: one (1) photo was received and reviewed. The photo showed a cassette connected to a pump with the pump displaying a "cassette disconnected" message. Four (4) samples were received with item number 21-7301-24 in used condition without original packaging, decontaminated inside a plastic bag. Visual inspection showed no discrepancies. Functional testing involved filling the sample with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample was fully primed, connected with no difficulties and no alarms occurred when pump was running. Based on the investigation, the complaint allegation was not confirmed. There is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.

Manufacturer narrative:
Corrected data: event date added. Correction to expiration date.